Event description:
Hospital representative reported yesterday that the pajunk needle had broken off inside the patient's back. The patient required additional surgery to remove that portion of the needle. No additional hospitalization or special procedure required.